Event description:
It was reported that the patient had been applying rescue tape to their driveline site. It was unclear when the rescue tape was placed and the patient stated that they had applied the rescue tape by themselves for several months.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the account submitted an image of the patient's driveline, which confirmed rescue taping had been applied to several areas, no cosmetic damage to the silastic sleeve was able to be identified via the information provided by the account. The patient was seen in the hospital on (B)(6) 2021 with concerns of gastrointestinal bleeding (refer to (B)(4)) and it was noted that the patient¿s driveline had several areas of rescue taping. When asked about the rescue tape, the patient replied that they had been applying rescue tape on their own ¿for some time¿ / several months. No treatment / intervention was provided for the areas of the driveline with rescue taping and the patient remained ongoing on (B)(4). Of note, the account stated, ¿this is a strong-willed patient who does exactly what they want when they want because they ¿know their body best.¿¿ the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii left ventricular assist system instructions for use, rev. H, discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook, rev. G, contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.